Event description:
Smith & nephew endoscopy has received information that one of co's instruments (as well as other manufactures instruments) were used in a laparoscopic case that resulted in an alleged electrosurgical patient injury. The specific s&n device used is not known. At this time there is no direct connection being made between the patient injury and the use of the s&n device however co is taking a conservative view and filing a MDR.